Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation the reported event is addressed within the labeling as it states: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Open the outer white wrapping to prepare a sterile field and place the underpad beneath the patient, ensuring the plastic side is facing down. To deflate a catheter balloon for a patient with an in situ catheter: carefully insert a luer slip tip syringe into the catheter valve. Use only enough force to secure the syringe in the valve. Allow the internal pressure of the balloon to push the plunger back and fill the syringe with water. If deflation is slow or not occurring, gently reseat the syringe. Use only light aspiration if necessary; vigorous aspiration can collapse the inflation lumen and prevent the balloon from deflating. Allow at least 30 seconds for the process. If local protocols allow, the valve arm may be cut if other methods fail. If these steps are unsuccessful, contact a trained professional for assistance according to local protocol. In the event of a balloon rupture, ensure all fragments are removed from the patient. Put on gloves, cover the patient with a fenestrated drape to expose the insertion site, and put on the protective apron. Put on gloves, cover patient with fenestrated drape with open exposing location where catheter will be inserted, and place the apron on yourself. Using the two (2) syringes, marked ¿for cleansing purposes only', dispense the water onto three (3) gauze squares. Prepare the patient by wiping down the catheter insertion site with the saturated gauze squares. Dry patient with the remaining two (2) gauze squares. Note: do not use this syringe to inflate the catheter balloon. Prepare the lubricating gel syringe by removing the cap from the syringe tip. For easing with the insertion of the catheter into the patient dispense the lubricating gel into the urethra (according to local protocol). Remove top tray and open plastic pouch (sleeve) surrounding the catheter. Proceed with catheterisation according to local protocol. To inflate catheter, simply insert tip of sterile water-filled syringe gently into valve (do not overpenetrate) and depress plunger. Instill entire amount of sterile water 10 ml. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d . This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when inserting a foley catheter in theatre then inflate the catheter balloon. Catheter balloon failed and the catheter fell out of the urethra. Replaced the catheter with single packed items from ours stores and successfully catheterised the patient. All documentation for the catheter available has been retained and passed to the theatre team leader. Per additional information received via mail on 03mar2026 stated that there was no patient harm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when inserting a foley catheter in theatre then inflate the catheter balloon. Catheter balloon failed and the catheter fell out of the urethra. Replaced the catheter with single packed items from ours stores and successfully catheterised the patient. All documentation for the catheter available has been retained and passed to the theatre team leader.